Event description:
Servo-I ventilator in ICU smelled like something is burning. Another nurse confirmed the ventilator smelled like it is burning wires. An rt said it smelled like when a cauterizer is being used in the operating room.